Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch # a97c3h. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a package of ligamax-5mm endo clip applier with code el5ml, lot number a97c3h, expiration date 2030-01-31. The sample held by the user has broken jaws. The product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage, and the tyvek was returned along with the instrument. Upon testing, the device was fired and the clips did not advance into the jaw. The tip of the advancer was noted to be bent. Disassembly confirmed the advancer was bent and eleven (11) clips were found inside the clip track. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device a97c3h_el5ml batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 10/28/2025. D4 batch #a97c3h. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos show a package of ligamax-5mm endo clip applier with code el5ml, lot number a97c3h, expiration date 2030-01-31. The sample held by the user has broken jaws. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device a97c3h_el5ml batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 10/3/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Was the handle broken? No. 2. Were the jaws damaged? The jaw of the tool have split apart 3. Was the device difficult to fire? Unknown. 4. Difficult to open? Unknown. 5. Does the device fired any malformed clips? Unknown. 6. Does the device would not fire? Yes. 7. If other please specify no. 8. Is the current patient status known? Unknown. 9. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy the el5ml broke. There were no patient consequences.